Event description:
It was reported that during a procedure, the fiber had no aiming beam. The fiber was replaced to continue with the procedure. The procedure was completed without patient complications. The fiber was returned, and analysis found there was a connector fracture; therefore, meeting reporting criteria based on this finding.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that fiber did not exhibit signs of usage. The fiber tip was in good and unused condition. The fiber connector was in good condition; however, light was not passing through the face, indicative of a connector fracture confirming the reported event. The fiber was functionally tested with a vp120 system. The testing conducted revealed there was no aiming being emitted thus confirming the user experience. A fracture within the connector component could have occurred during procedural handling of the fiber at setup. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. According to the device instructions for (IFU), the user is instructed to: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that fiber did not exhibit signs of usage. The fiber tip was in good and unused condition. The fiber connector was in good condition; however, light was not passing through the face, indicative of a connector fracture confirming the reported event. The fiber was functionally tested with a vp120 system. The testing conducted revealed there was no aiming being emitted thus confirming the user experience. A fracture within the connector component could have occurred during procedural handling of the fiber at setup. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. According to the device instructions for (IFU), the user is instructed to: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that during a procedure, the fiber had no aiming beam. The fiber was replaced to continue with the procedure. The procedure was completed without patient complications. The fiber was returned, and analysis found there was a connector fracture; therefore, meeting reporting criteria based on this finding.